Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(6) with event date of (B)(6) 2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(6) event date of (B)(6) 2025 in the formatted history file. On the primary svn#: (B)(6) with event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) with event date of (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(6) with event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 10:05:00.000, (B)(6) 2026 21:01:00.000, (B)(6) 2026 18:01:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2026 01:13:27.000, (B)(6) 2026 20:54:38.000. The pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for keypad anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called in to report both high and low blood glucose (bg) incidents. The event involved product(s) mmt-1884,mmt-342g,mmt-431ak,unk_sensor. The customer experienced high bg with a value of 212 mg/dl, lasting for more than four hours. The high bg was managed with the insulin pump and bolus delivery. The customer also experienced low bg, which was managed by carbohydrate intake. The low bg is no longer ongoing. Troubleshooting was performed and the customer has type 1 diabetes and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of both events. The customer reported a keypad anomaly/stuck button issue, specifically with the middle button being unresponsive. The customer could access the menu and navigate with the up/down arrows, but the middle button was not responding even after removing and replacing the battery. The customer was advised to discontinue pump use, revert to their backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No further patient complications were reported. Mmt-1884 was expected to return. Mmt-342g,mmt-431ak,unk_sensor were not expected to return.

Event description:
Updated summary: as per additional information received, the customer reported hypoglycemia was not treated with carbohydrate intake. The customer reported unknown blood glucose value.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b1 - unchecked adverse event, 2. Section b2 - unchecked other serious (important medical events), 3. Section b5 - updated the summary, 4. Section d10 - removed concomitants, 5. Section h1 - changed type of reportable event from serious injury to malfunction, 6. Section h6 - removed 1905 with 4613 and 4614 in health effect - clinical code and health effect - impact code, 7. Section h6 - removed 4613 and replaced with 2199 in health effect - impact code for 1912 in health effect - clinical code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.